Event description:
It is reported, leak above the filtered drip chamber on the saline line. This was approximately 15 mins into the infusion. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.